Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported while operating on battery power, the pump powered off without sounding an audible alarm. On an unspecified date and time, the pump was programmed to deliver 2000ml of total parental nutrition (tpn) at a rate of 20ml/hr and the delivery was started. After an unspecified length of time, the pt reported the device powered off without sounding an audible alarm. The pump was removed from clinical service. The therapy was completed using a replacement device. There were no reports of adverse pt effects and no reported delays in therapy critical to this pt. No medical interventions were required. During testing at the user facility, the pump powered off without sounding an audible alarm. Although requested, no additional information was provided.